Event description:
It was reported the patient had an initial right total hip arthroplasty. Subsequently, elevated metal ion levels were reported approximately 18 years post-implantation. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.